Event description:
Complainant stated that the implant she had implanted in her in 1978 or 1979 had ruptured, leaking all over her body. She tried to contact the md who did the surgery, but he had left the country. She said the hosp no longer exists. She wanted to know if the FDA could help her find out the MFR by analyzing the breast implant. She stated she had the hosp analyze them. They told her they were ruptured. Sxs include rashes and lupus.